Manufacturer narrative:
The prismaflex m100 filter set was discarded and not available for inspection by gambro industries. The prismaflex machine was inspected and determined to work according to specifications. The review of the prismaflex m100 filter set device history record for lot number 13e0305g and the complaint history files confirm there were no nonconformities and no other complaint reported regarding this lot number. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A critically ill patient in (B)(6) was undergoing continuous renal replacement therapy. Following the change of a solution bag, the machine generated the ¿air in blood¿ alarm. The nurse observed air in the extracorporeal circuit that reached the patient¿s access. The patient became hypotensive and required an increase in oxygen and an increase in pressor support. An echocardiography confirmed the presence of air in the right side of the heart.